Manufacturer narrative:
No product will be returned for evaluation.

Event description:
The patient reported, she received a 04 (occlusion) error message on her insulin infusion device when she tried to bolus tonight. She stated she has an elevated blood glucose reading of 357 mg/dl with her target range being around 120 mg/dl. She stated she is "a little tired and thirsty." She said, she treated the elevated blood glucose by changing all her accessories and attempting to give herself a bolus through her infusion device. To troubleshoot, the patient was instructed to disconnect from her infusion headset and perform a bolus into the air. The device gave an occlusion message. The patient was then instructed to remove the infusion set tubing and bolus which went through without error. The patient was instructed to change the infusion tubing, reconnect to her infusion device, and perform a 2 unit bolus which she successfully did. It was discovered the infusion set tubing had been in use over 6 days. On follow up, the patient stated her blood glucose readings are within her target range and she has had no further occlusion messages. The patient did not require assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.